Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw their urologist on thursday and they think the healthcare provider increased stimulation; stim seems to be too high and felt like it burned down in their vagina. It was stated that they thought it started about 3 days ago; really the next day after they saw the urologist they started feeling stim being too high. Troubleshooting was not possible on the call, and it was noted that they could go see their healthcare provider, but the patient said they could wait to adjust their stimulation until the next day. No further patient complications are anticipated or expected as a result of this event.